Manufacturer narrative:
D1 - brand name and d3 - MFR establishment name: correction. H6. Codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was stated that the inflation line is broken and disconnected. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.